Event description:
It was reported that during intra-operative, nim was responding as in accurate as there were different incidents as the machine having various issues across multiple cases as the surgeons were met with various types of issues such as false positives, over-sensitivity and wireless pi connection issues. There was no patient impact. Troubleshooting and repositioning were performed, but the issues still persists.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) img code: g02005 h3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis could not verify 'not working properly.' Unit presented with sw:(v1.6.4) and a pushed in docking pcba pin. H3: product analysis could not verify 'not working properly.' Unit presented with sw:(v1.6.4), fully charged batteries, and nff. Device has been properly inspected and has passed all applicable qualification tests. Unit packaged with the console. H6: previous codes b21, c21, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.